Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system intermittently failed to fluoro. No pt injury was reported.